Manufacturer narrative:
Functional testing was not performed due to detached end cap. The insulin pump kept alarming motor error during rewind due to corroded motor home switch. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error and unexpected restart. Customer reported damge at pump case and at the drive support cap as well. Customer's blood glucose reading was 52 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.